Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the patient was not shown in the micu unit. A technical support specialist spoke with the customer and confirmed that the patient had left the unit, the issue was resolved and also attached the knowledge article of¿ patient missing on a bd pyxis medstation es¿. The system functioned as intended and was verified with the customer.

Event description:
It was reported that when using the bd pyxis¿ es server the patient ID was not showing on the unit the customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.